Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by mokka et al in acta orthopaedica (2013), doi: 10.3109/17453674.2013.859419. PMA/510(k) number. Manufacture date ¿ unknown. This information was originally reported on 1825034-2016-00223 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of a journal article titled, "adverse reaction to metal debris after recap-m2a-magnum large-diameter-head metal-on-metal total hip arthroplasty" which aimed to assess the prevalence of and risk factors for armd with the recap-m2a-magnum ldh mom tha. A patient was identified in the article that underwent a total hip arthroplasty on an unknown date. Subsequently, the patient experienced clicking, armd, elevated metal ions and solid and fluid presence on an MRI. No revision procedure occurred. No further information has been provided.